Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on and unknown date with unknown blood glucose. Customer was not sure how to use the manual injection. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with the operating currents within specification. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08790 inches. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. Additional information has been received which was not included with the initial report. The information has been provided in this report.

Event description:
It was reported via phone call that the weight has been changed to (B)(6).